Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist, the patient was explanted in 2007 due to an infection. The patient was not reimplanted during this surgery. No reimplantation surgery has been planned at the time of this report. The patient has an implant in the contralateral ear.